Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose readings was 136 mg/dl at the time of the report. The customer stated that her blood glucose was high even while taking manual injections at the hospital. The customer stated that she did not feel that the insulin pump caused the event. The customer stated that she has been using the insulin pump since the event, and her blood glucose has been stable. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.